Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA: 260774. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. H3 other text.

Event description:
It was reported that bd vacutainer® pst¿ gel and lithium heparinn(lh) 83 units blood collection tubes had underfill. This was discovered during use. The following information was provided by the initial reporter: material no: 367962, batch no: 8303725. It was reported that there's an issue with the vacuum so the blood were not able to be drawn into the tubes. I spoke to phlebotomy supervisor on (B)(6) 2019. He answered no to all five questions, however he mentioned a complaint for a specific lot number. Lithium heparin tube and plasma separated tube has an issue with the vacuum so the blood were not able to be drawn into the tubes. They stated that if they switch to another lot number it works fine. So, they think the problem is with that specific lot number. They currently received 4,000 of the tubes.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® pst¿ gel and lithium heparin(lh) 83 units blood collection tubes had underfill. This was discovered during use. The following information was provided by the initial reporter: material no. 367962 batch no. 8303725. It was reported that there's an issue with the vacuum so the blood were not able to be drawn into the tubes. I spoke to phlebotomy supervisor on 10-7-19. He answered no to all five questions, however he mentioned a complaint for a specific lot number. Lithium heparin tube and plasma separated tube has an issue with the vacuum so the blood were not able to be drawn into the tubes. They stated that if they switch to another lot number it works fine. So, they think the problem is with that specific lot number. They currently received 4,000 of the tubes.